Manufacturer narrative:
There was no cracked lcd screen noted. The pump was received with bleeding lcd screen, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and cracked lcd window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump screen is cracked, and the top left corner is unreadable. The customer's blood glucose level at the time of incident was unknown. The customer states the device was bumped. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.